Manufacturer narrative:
(B)(4): without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
A received journal article "orthop trauma.volume 25, november 6, june 2011" stated: pt in good health and unaided ambulation experienced a slip and fall resulting in a trochanteric fracture of the left hip. Pt was implanted on an unk date with a pfna nail, blade and screw. X-rays showed satisfactory alignment of the nail with the blade in the center the femoral head. Pt started rehabilitation post op 5th day being able to walk with a quad cane one month later. Pt returned to surgeon at two months post op complaining of left hip pain. An x-ray showed protrusion of the blade into the acetabulum. A CT scan revealed a 2 cm blade cut out into the acetabulum with a fracture that did not heal. Pt returned to operating room, pfna nail, blade and screw were removed and a total hip arthroplasty was performed. Surgeon noted pt recovered well and at five months post op pt had not hip pain. This is one of three reports.